Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not responding. There was no patient involvement.

Event description:
It was reported that during a customer inspection, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not responding. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the touchscreen (0160-00-0123). The fse conducted a drive operation test which was good. The unit passed all functional and safety tests to factory specifications.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part touchscreen with a reported unit failure of touchscreen not responding. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part touchscreen into the cardiosave test fixture and tested the touchscreen to factory specifications per procedure and the cardiosave service manual. The touchscreen passed all display tests and touchscreen tests. The touch screen was responsive to touch with no trouble found. The fat dept. Could not replicate the failure of the touchscreen not responding. The touchscreen passed testing. Retaining the touchscreen in the fat dept. Per procedure. The most probable root cause of the reported failure mode is excessive stress/fatigue or component reliability.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the issue and replaced the touch screen (d160-00-0123) to resolve the issue. Fse performed the operation test.

Event description:
N/a.

Manufacturer narrative:
It was being reported that during a customer inspection the cardiosave intra aortic balloon pump (iabp) had an issue regarding the touchscreen is not responding. There was no involvement of the patient during this process. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.